Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. The endotoxin results were within acceptable limits and we have not received any other complaints from these batches. There was no evidence to suggest that any aspect of these devices was responsible for the reported incident, no further action is recommended.

Event description:
Lenstec received an email stating "the patient complained of swelling pain in the eye. Under the slit lamp, a little white flocculent was found on the lens. Recovered after medication."

Manufacturer narrative:
Lenstec is awaiting addiitional information, once received a supplemental report will be submitted. The lens remains implanted.

Event description:
Lenstec received an email stating "the patient complained of swelling pain in the eye. Under the slit lamp, a little white flocculent was found on the lens. Recovered after medication."